Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed, preventing a more thorough investigation. Pico 7 has a number of visual indicators to alert the user of issues that could affect the delivery of negative pressure wound therapy. The IFU contains a troubleshooting table that outlines what each indicator means and how to resolve each issue. The status of the device should be routinely checked in order to capture / rectify an issue as early as possible. If the errors persist or all indicators solidly illuminate then a healthcare professional should apply a new pump and dressing. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. On this occasion we were unable to confirm the failure mode and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer believes that the pump is faulty as there is an orange light indicator under the "exclamation point" indicator. No additional information is available.